Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3), lot r330 on the echo.

Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. The antibody in the patients sample appears to be at the threshold of detection and is reacting inconsistently with heterozygous k-positive cells in capture. In-house testing confirmed the presence of the kell antigen on retention product. The customers submitted sample resulted as negative and equivocal on the neo. The unexpected negative reactivity appears to be due to the nature of the antibody in the sample. A product deficiency was not identified.